Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter thoracic aortic aneurysm. The aortic diameter ranged from 30-31mm proximally and 24-25mm distally. It was reported that during the index procedure while attempting to deploy the stent graft, the suprarenal stent could not be released. When the capture release handle was pulled back by force, a cracking sound was heard and the handle stopped delivering torque. It seemed that the part interlocking with the handle was broken. Using the disassembly technique the delivery system was pulled and finally the stent graft was deployed. It was noted that when the deployment failure occurred, the bare stent was pointing downward as if it was pushed into the lesser curvature. As per the physician the cause of the event cannot be determined. It was noted that considering that when the stent graft was delivered, it was pushed up against the aneurysm on the greater curvature side, the event was possibly caused by pushing the device too much so that excessive stress was exerted on the bare stent in the downward direction. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the reported difficulties releasing the proximal bare spring during implant could not be determined from the pre-implant films provided. Images during implant were not available and the reported event could not be assessed. Post-implant CT¿s were also not available for review. Returned pre-implant CT¿s revealed that the patient had a 5cm max diameter taa which was seen beginning ~1cm caudal to the lsa. The proximal landing zone diameter along a 2cm length from the lcca to the start of the taa ranged from 25 ¿ 30mm, with moderate levels of circumferential calcification observed. The total thoracic angulation across the arch from the lcca to the distal landing zone measured ~120 deg, the descending thoracic was essentially straight, and the abdominal aorta and iliac arteries were non-tortuous. It is possible that this was a procedural technique issue in combination with vessel morphology (angulated arch), as it was reported that the physician may have pushed up the device too much during the attempted release which may have exerted a higher than normal downward force on the bare stent into the angulated thoracic inner curvature. A device issue also cannot be ruled out as a potential cause. However, the delivery system was discarded and could not be returned for investigation and analysis. If information is provided in the future, a supplemental report will be issued.